Manufacturer narrative:
H6: eval codes changed. Qa analysis revealed that the unit was returned with the core separated from the guide wire. The distal portion of the guide wire was not returned. The portion of the guide wire where separation occurred was noted to have a burr. Quality engineer concluded based on the results of the scanning electron microscopy analysis that the guide wire broke due to initial mechanical damage, followed by fatigue and tensile overload. The incident report indicates that the physician felt resistance during advancement that may have resulted in the initial mechanical damage. The product IFU indicates to never push a guidewire that has met resistance. As part of our quality process, 100% of all guide wires are inspected microscopically during the packaging phase of mfg for damage, bends and kinks to ensure proper device structure and integrity. A review of the device mfg records did not reveal any non-conformities which could have contributed to this event. Qa will continue to monitor for this type of product performance issue. No corrective action is warranted at this time. This MDR is considered closed by the qa dept.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure resistance was encountered when advancing a cutting balloon over the guide wire. Angiographical observation determined that the distal portion of the guide wire had been cut and was retained inside the catheter. Reportedly the balloon and guide wire were successfully removed. No pt injury was associated with this event. The procedure was completed with another guide wire.